Event description:
The customer reported a leak from the probe onto the sample tubes inside the cap piercer door involving the coulter ac*t diff 2 analyzer. The customer indicated that 1 ml of fluid had leaked and was not contained within the analyzer. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer technical support (cts) assisted the customer in cleaning the probe wipe and flushing out the flow path from the probe wipe to the vacuum isolator chamber (vic) to resolve the leak.

Manufacturer narrative:
Troubleshooting was performed by the customer with the help of customer technical support (cts) over the phone. Failure mode is related to compromised probe wipe and flow path from probe wipe to the vic and issue was resolved by the customer with the help of cts over the phone. (B)(4).